Event description:
It was reported that an asahi fielder xt guide wire was used for a percutaneous peripheral intervention (ppi) to treat a heavily tortuous and calcified chronic total occlusion (cto) in the proximal tibial artery. The fielder xt guide wire was engaging plaque in the tibial artery and the tip was fractured. The fragment was left in the cto. No attempt was made to retrieve the fragment and the vessel was not revascularized. It was informed that there was no adverse patient effect associated with this event.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As lot information was unavailable, the product label included in the production record, which is linked to the lot information, could not be confirmed. Therefore, unique device identifier (UDI) # as well as expiration date could not be obtained. The affected device has arrived at the manufacture and device evaluation is going to be performed. Lot history review of the reported fielder xt could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information and referring to known similar events, it was presumed that torsion and tensile stress generated with guide wire manipulation might have been locally applied on the tip of the fielder xt guide wire while the tip of the guide wire was trapped by the tortuous vessel or the heavily calcified lesion. Consequently, the tip of the guide wire was fractured. It was concluded that the reported event was not attributed to the product quality. The reported fragment left in patient anatomy was considered a permanent impairment. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ separation of the guide wire.

Manufacturer narrative:
Manufacturing site: toyoflex cebu corporation, cebu, philippines, registration number: 3016119728. The reported fielder xt guide wire was returned for investigation with a fragment of the outer coil and a fragment of the polymer jacket. The polymer jacket of the returned fielder xt guide wire was stretched distally for approximately 73mm from the proximal solder (set at 160mm from the tip for the purpose of fixing the outer coil onto the core wire) and then torn off. The outer coil was stretched distally for approximately 135mm from the proximal solder and then fractured. Two fragments of the polymer jacket were found on the stretched outer coil. The polymer jacket was then removed for observation. The outer coil was found stretched from the proximal solder and loosening of the coil was observed near the proximal solder. The outer coil and core wire were fractured at approximately 135mm distal to the proximal solder. Microscopic observation of the segment near the fracture end of the core wire found traces of solder material. Microscopic observation found that the fracture end of the core wire had an oblique fracture surface, indicating that bending stress had contributed to the core wire fracture. Microscopic observation of the segment near the fracture end of the outer coil found traces of twisting. The fracture end of the outer coil was necked due to tensile stress. The returned fragment of the outer coil was approximately 380mm in total length. It was stretched throughout its length. The fracture ends were necked by tensile stress. Traces of twisting were found near the fracture end of the outer coil. The returned fragment of polymer jacket was approximately 83mm in total length. It was stretched throughout its length. Investigation of the returned guide wire suggested that the core wire was fractured at approximately 25mm from the tip and the outer coil was fractured at approximately 95mm from the tip. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that bending stress generated with guide wire manipulation might have been locally applied on the tip of the fielder xt guide wire while the tip of the guide wire was trapped by the tortuous vessel or the heavily calcified lesion. Consequently, the core wire was fractured. As tensile stress was further applied during removal, the outer coil and polymer jacket were stretched and fractured. It was concluded that the reported event was not attributed to the product quality. The reported fragment left in patient anatomy was considered a permanent impairment. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: separation of the guide wire.